Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer reference number: 1627487-2020-49096. It was reported that during the implant surgery on (B)(6) 2020 the surgeon noticed that the leads were placed 1 cm short of optimal placement. As a result, both leads were replaced and procedure was completed.